Event description:
Customer initially called to reques assistance in programming basal rates and time on pump, however, during call reported being hospitalized for high blood glucose levels. It was reported that customer had high blood glucose levels for 2 days prior to hospitalization. Customer declined troubleshooting of the pump and stated that pumpis operating normally.